Manufacturer narrative:
The locking screws show marks on the head thread which suggest that they were not locked into the bone plate at the correct angle (lack of positive locking). It can be assumed that the screws were not inserted on the correct axis and that the head thread of the locking screws was insufficiently locked in the plate thread (only force-fit). A sufficiently large force (facilitated by the high patient weight) was able to release the screw heads from this clamping. As the screws in this area are only screwed into the cancellous bone, the bone did not provide sufficient counter-locking and the screws were pulled laterally out of the area of the knee condyles by the plate. Depending on the wear on the screw shafts, this happened over several load cycles. The subsequent dislocation of the bone plate then probably occurred very quickly. The described failure was further facilitated by: -overweight -probably missing or excessive partial weight bearing due to the high patient weight (obesity I) -inappropriate osteosynthesis (expected load was insufficiently addressed) -deviation from the surgical technique (drilling of screw holes without drill guide).

Event description:
Distal femur osteosynthesis failed. Failure was noted into treatment/post-operative. There was non-union and refracture of the bone which resulted in loss of achieved correction, loss of fracture reduction and patient needs corrective surgery.